Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a proctectomy on (B)(6)2017 and suture was used. During the procedure, when a circulating nurse passed the needle-suture to a scrub nurse, they noticed that it was a double-armed suture though should have been a single armed suture. It was not used, and another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Per the sample condition the assignable cause of the assembly - incorrect component cannot be determined since the needle/suture combinations belong to the product code j311h.